Event description:
Pt reported the infusion device often displays e6 mechanical errors during bolus delivery. Pt changed the battery and the cartridge, but this did not resolve the issue. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for evaluation. A preliminary evaluation revealed the display was broken due to a mechanical impact, and the broken display could lead to misinterpretation of the insulin delivery amounts. E6 mechanical errors were found in the history, and the drive bushing is contaminated and corroded. Due to the corrosion of the drive bushing, the infusion device correctly triggered the e6 error message. Additional info will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.